Event description:
According to the customer, when they unfolded the pack there was "hair in it", requiring the staff to "redo the setup", and the patient was "under anesthesia longer".

Manufacturer narrative:
According to the customer, when they unfolded the pack there was "hair in it", requiring the staff to "redo the setup", and the patient was "under anesthesia longer". The customer reported the patient had "cardiac complications" after the procedure. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.